Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this right ventricular lead exhibited undersensing and high pacing thresholds. A fluoroscopy was done and revealed that the lead had lost its slack which resulted to this reported observations. Additional information received indicated that the lead did not dislodge due to this loss of slack. The lead was successfully repositioned. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.